Event description:
It was reported that the health care professional (hcp) was able to aspirate the reservoir, but was having difficulty filling the reservoir. The pt experienced withdrawal with headache, increased pain, nausea and vomiting. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump was not reported. The pt outcome was reported as serious injury/illness-recovered with sequela.